Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The pump had no button response due to flattened dome switch in escape button (no crease). The pump had small cracks on the battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.